Manufacturer narrative:
Upon completion of the investigation, it has been noted that this complaint could not be confirmed. The programmer was received and tested. The programmer has passed all tests and was found fully functional. It was also noted that the transmitter cord and the power cord both fit in place without any difficulties. It is possible that the valve may not be functioning as it should; however, since the valve has not been explanted, it is not possible for codman to conduct an investigation. If at some point the device is explanted, the facility has been asked to notify codman to conduct an investigation of the device. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Physician assistant was not able to reprogram the valve. It looks like the inner portion of the cord has separated from the box but is still attached to the box. The pt had developed a subdural hematoma from the possibility of the valve over flowing. At this time, the surgeon has decided to watch the hematoma and not take the pt back to surgery.